Event description:
Technician alleged that the head of the bed will go down by itself. No patient impact.

Manufacturer narrative:
The technician performed a function check and found that the head does go up then drift down slowly over a few hours. The technician replaced the head up and head down solenoid valves to resolve the issue.